Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Cystoid macular edema is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Reference # 2032546-2016-00063 for the 1st device reported for this patient in the opposite eye.

Event description:
The surgeon reported that a bilateral istent patient presently several weeks postoperatively with bilateral significant cystoid macular edema. The surgeon conferred with the glaukos medical monitor who reported that the surgeon felt that it may not be related to the istents as the patient is also diabetic.